Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed last error code 45986 during testing. There was no patient involvement.

Manufacturer narrative:
Received one device for evaluation. The reported problem was not confirmed. Performed full performance verification tests and no error or alarm came on during the processes. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.